Manufacturer narrative:
H6: corrected the following: health effect clinical code, impact code, medical device problem code, component code, type of investigation, investigation findings, investigation conclusions. The reason the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, instability, and loosening. Based on statements in the provided legal documentation it is not clear if the implanted polyethylene component was included in the packaging recall. Potential contributions of manufacturing, user, and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, relevant clinical information, and product information were not provided.

Manufacturer narrative:
Prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
It was reported via a legal notification, that a patient, initial right knee implanted with a truliant ps polyethylene tibial insert in (B)(6) 2019, underwent a revision procedure approximately (B)(6) 2022 for issues including but not limited to polyethylene wear, bone loss, osteolysis, instability, and/or component loosening. During plaintiff¿s revision surgery, her orthopedic surgeon indicated ¿there was noted to be significant ¿wear of the liner¿ and ¿extensive synovitis.¿ while the plaintiff¿s device was not included in defendants¿ initial recall notice which was insufficiently limited to packaging errors, and otherwise not sufficiently comprehensive, plaintiff¿s revision operative report reflects the typical findings of accelerated and preventable polyethylene wear due to defective design of the device and a manufacturing defect of the device which produced toxic polyethylene particles and debris, resulting in premature catastrophic failure and revision surgery. The plaintiff experiences daily pain and discomfort in her knee which limits her activities of daily living and impacts her quality of life. The plaintiff has suffered and continues to suffer permanent, and debilitating injures and damages, including but not limited to, significant pain and discomfort; gait impairment; poor balance; difficulty walking; component part loosening; soft tissue damage; bone loss; and other injuries presently undiagnosed, which all require ongoing medical care. No device returns anticipated due to this being a legal case. No further information.